Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the ez45g instrument jammed with the first reload. Another instrument was used to complete the case. There was no consequence to the patient. Additional message received on 04/07/99 from affiliate stating that no reload was used, only an ez45g.